Event description:
During a laparoscopic rectum resection procedure, after using the device for 10 min, the fenerator alarmed and displayed error code 5. Another device was used to complete the case with no patient consequence.